Event description:
Closure device inserted through 5f sheath. Physician noted that it did not "feel right" removed and saw that the device had come partially apart. Device discarded and new one placed. No harm to patient. Vendor notified.